Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s luer connector was difficult to rotate into the locked position, leading the user to require pliers and resulting in the inability to remove the connector; the customer care agent believed a small broken piece of the connector was lodged at the bottom of the chamber, and a replacement pump was provided while the original was returned. Symptoms included no reported adverse health effects. Outcomes included user inconvenience and interruption of normal device use, resolved by providing a replacement device and arranging return of the original. Investigation included a documentation review and collection of customer feedback regarding the connector function. Investigation of the returned device revealed no mechanical obstruction or damage to the luer connector consistent with a fractured component interfering with connector engagement and removal.